Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the environment not being clean. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dosage, route, frequency, and duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Twenty four days after the event onset, the patient was discharged from the hospital. That same day, the patient recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.